Event description:
It was reported telemetry could not be established, magnet response could not be elicited, and no pacing output was seen on the surface ECG. Battery voltage was 2.69v at followup approximately six months prior. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that this was the result of lifted hybrid bond wires.